Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Guidewire was easily removed. Blood/body fluid in/on all conductors(not obstructed).

Event description:
It was reported that the lead was attempted to be implanted with a guidewire. The implanting doctor was unable to pull the wire from the lead. No patient complications have been reported as a result of this event.